Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the windows loading screen following a reboot. The customer stated that the issue began when the keyboard was not responding, and the station was rebooted in an attempt to resolve the problem. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the loading windows screen and remote support service was offline. A field service engineer performed basic input output system (bios) initialization and reboot but continued to exhibit the issue, isolated all auxiliary and pyxibus cables from the communication sled, interchanged the serial ata cable (sata), installed a known-good hard drive, and swapped the all-in-one unit, however, the issue persisted until the fse replaced the all-in-one. The fse remained onsite until technical support centre (tsc) confirmed the problem was resolved. The station successfully booted and launched application, verified the synchronization status, and the customer completed a medication fill without any issues. The system functioned as intended after the field service engineer repaired the device.